Manufacturer narrative:
The reported event of failure to capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right ventricular lead exhibited failure to capture. The physician exchanged the lead during procedure and the patient was in stable condition.